Event description:
It was reported that the asymptomatic patient presented to the clinic for follow-up. R-wave over-sensing was noted during ventricular threshold testing, and occasional post-paced t-wave oversensing (pptwos) was observed after the test was ended. Programming changes were made and no further over-sensing was detected. There were no adverse health consequences, the patient was stable.